Manufacturer narrative:
(B)(4). An abbott field service engineer was dispatched to the account and found the leaking flow meter and damaged vacuum pump on the architect i2000sr analyzer. The flow meter (flow switch asm part 7-77663-01) was found to be leaking and the pump bay was filled with buffer. The buffer had crystalized in the pump bay on the vacuum pump (part 7-77795-01). This shorted the terminal on the starting capacitor of vacuum pump and created the smoke. The smoke from the analyzer was limited to this part and did not spread to other parts of the equipment. The flow meter (flow switch asm part 7-77663-01) and vacuum pump (part 7-77795-01) were replaced and the pump bay was cleaned. The analyzer was returned to normal operation. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. Architect i2000sr analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. No subsequent reports of smoke/burn issues were identified. Historical complaint data was reviewed and no adverse trend was identified. Product labeling was reviewed and found to be adequate. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the architect i2000sr analyzer, no product deficiency and no malfunction was identified. (B)(6).

Event description:
The customer observed smoke from the back of the architect i2000sr analyzer. The instrument was then turned off. No error codes were observed. No fire or injury was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.